Event description:
Boston scientific crm received information that two months post implant, this right ventricular (rv) lead displayed high out of range impedance measurements of 2200-2400 ohms in bipolar pacing mode. Pacing impedance measurements in unipolar mode were 390 ohms. The patient is not pacemaker dependent. High threshold measurements were also noted in bipolar pacing mode. The lead was permanently programmed to unipolar pacing mode. This lead will continue to be closely monitored. To date, no adverse patient effects were reported. Additional information was received six months later that rv threshold measurements and impedance measurements were rising in unipolar mode. The patient was noted to be pacemaker dependent. The lead will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.